Event description:
A home pt contacted baxter's technical services center ans stated he connected to the pt line before it was primed. Baxter's technical services rep explained that the pt line needs to be primed before connecting. The home pt was instructed to start over with new supplies and contacted his nurse. No pt injury or medical intervention was associated with this report per the home pt's nurse.